Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had to push buttons of insulin pump more than once and causing to enter the wrong information. The customer blood glucose level was unknown. Customer also stated that they had gone through batteries more often. The device will not be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened (creased) esc and act buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test and displacement test or verify low battery alarm due to unresponsive button.